Event description:
Boston scientific received information that this device was returned from our final pack area for analysis as the device had not passed all required testing. Additional analysis is pending. This report will be updated if additional information is received or when analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed after the device did not pass final pack testing. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was determined that the device had initially did not pass the peak battery voltage test, however further analysis concluded the device passed the battery voltage measurement section of the test and overall met specification.

Manufacturer narrative:
The device is pending detailed analysis. No further information is available. This report will be updated if more information becomes available.